Event description:
The facility reported a underdelivery found during biomed testing. When the device programmed to deliver 100 ml/hr, it only delivers 90 ml/hr. No additional contact information was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.